Event description:
A customer observed a lower than expected vitros phbr result from a single american association of bioanalysts (aab) proficiency sample when tested on the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has concluded that operator error is the most likely cause of the lower than expected vitros phbr result. There is no evidence to suggest that the instrument or the reagent was not operating as intended. The phbr result obtained by the vitros 5600 analyzer was accurate, however the vitros 5600 result configuration for phbr was set by the operator to allow only one significant digit (other than zero) to be provided. The phbr results configuration caused the lower than expected phbr result to be obtained for an otherwise accurately produced phbr result. Once the phbr results configuration was appropriately reset, the expected phbr result was obtained.